Event description:
It was reported there was a pump problem. It was noted that there was a motor stall confirmed in event logs with no motor stall recovery recorded. It was reported that the motor stall occurred (B)(6) 2014 at 05:41. It was noted that the patient was in bed when the stall occurred. It was reported that the patient had withdrawal symptoms including legs and back were hurting, felt sick, and felt aches. It was noted that the pump was used to infuse fentanyl, hydromorphone, clonidine and compounded baclofen. It was reported seven days later that the pump was used to infuse baclofen. It was noted that the manufacturer¿s representative had no knowledge of the pump recovering. It was reported that the pump was turned to minimum rate to prevent it from possibly recovering at a later time and causing overdose. It was noted that the cause of the motor stall was unknown. It was reported that when the manufacturer¿s representative was asked if the patient was receiving effective therapy the response was ¿no¿. It was noted that the patient had been referred for a pump replacement, however was waiting on insurance authorization. Additional information has been requested, but it was not available as of the date of this report.

Event description:
It was later reported that there was a pump problem. It was noted that the pump was not working and the healthcare provider (hcp) ¿did not known why exactly¿. It was reported that a replacement of pump was scheduled for the next day. It was noted that the current pump does not work at the time of report. It was reported that the patient had increased pain. It was noted that the pump was currently used to infuse an unknown drug. It was later reported that the pump was replaced ¿about 2 weeks ago¿.

Manufacturer narrative:
Analysis of the pump, serial number (B)(4), found pump motor gear train anomaly, corrosion, and/or wear, and/or lubrication. Analysis of the pump found pump motor gear train anomaly, stall due to shaft-bearing. Analysis of the catheter, lot number j10966r67, found catheter pump connect leaks between metal pin and white material.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was later reported that there was a pump problem. It was noted that the pump failed. This occurred two weeks prior to surgery. The reporter did not have any detail about why it failed or what happened. It was noted that they heard an alarm and went into the health care professional office at the time of the event. The pump was used to infuse morphine and suboxone at the time of the pump fail.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j10966r67, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
Additional information received reported that the other medications the patient was taking at the time of report included tramadol 50 mg and ibuprofen 800mg. It was noted that the cause of the motor stall was unknown. No other troubleshooting, interventions or other action were taken to mitigate or resolve the event. The patient recovered without permanent impairment.